Event description:
Drive devilbiss healthcare was notified of an incident involving a bath chair by an end user, who reported that the chair "collapsed," and she fell out of the shower onto the bathroom floor. The end user did not provide any specific information about how the chair "collapsed." The end user did not seek any medical treatment as a result of the incident. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.